Event description:
Product leaking. Dc the line, and notified the doctor and they flushed it after it was out of the patient and saw it spray toward the end of the catheter. The patient is fine.

Manufacturer narrative:
We received one catheter connected to a 10cc syringe as faulty sample. Flushing the catheter failed due to leakage at the blue easy-lock adapter, and dried residues were found inside the tubing. The bold black marking was clearly visible. Upon microscopic examination, a tear was identified within the marking, and a portion of the metal tube was visible. An incorrect catheter assembly could be the cause of the tear inside the catheter tube and the resulting leakage. If the metal tube at the proximal end is not fully inserted into the easy-lock hub, it may cut into the catheter wall when the catheter is bent sideways at that point. In the IFU it is stated: insert the proximal end of the catheter containing the metal tube into the blue portion of the compression hub until a definite stop is experienced. Tighten the blue portion. The thick black ring on the catheter should not be visible at the distal end of the blue compression hub. Furthermore, the dried residues within the catheter tube were confirmed to be blood residues. A manufacturing defect is unlikely, as every catheter is subjected to flow and leak testing during production. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out as part of quality control process. A two-year review of vygon USA complaint data revealed this is the first reported complaints associated with product code 2184.00. Corrective action: the investigation indicates that this issue is unlikely to be manufacturing-related, as each catheter undergoes flow and leak testing during production. Any manufacturing issues that could cause a leak would likely have been detected by the user during the initial flushing of the catheter. Therefore, no further corrective action has been initiated by quality management at this time.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Product leaking. Dc the line, and notified the doctor and they flushed it after it was out of the patient and saw it spray toward the end of the catheter. The patient is fine.